Event description:
It was reported that the patient had a driveline infection starting (B)(6) 2022. The patient was positive for multi-drug resistant pseudomonas and staphylococcus epidermidis cultures and the infection had been worsening over the past year. During that time, the patient was treated with ciprofloxacin 750 mg twice a day initially which was transitioned to cefepime intravenously and doxycycline orally and eventually transitioned to ceftazidime due to developed resistance.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.